Event description:
Information became availble that it was the lead shocking impedances that were noted to be out-of-range (oor) not the pacing impedances.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range pacing impedance for this patient's right ventricular (rv) lead. The patient was seen by their physician, and only one out-of-range (oor) impedance was confirmed. So the patient will continue to be monitored for now. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--